Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked while injecting the vaccine. This complaint was created to capture the 1st of 5 related incidents. The following information was provided by the initial reporter: "level of harm: no apparent harm - reached patient/person, inconvenient... Same issue as before air locked... Greater than 10% have been problematic... 3 wasted doses of vaccine and 1 rls done... Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: recurring".

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked while injecting the vaccine. This complaint was created to capture the 1st of 5 related incidents. The following information was provided by the initial reporter: "level of harm: no apparent harm - reached patient/person, inconvenient... Same issue as before air locked... Greater than 10% have been problematic... 3 wasted doses of vaccine and 1 rls done... Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: recurring".

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.